Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was no problem with the device. Patient did not like recharging. Rep reiterated that there was no problem with the device. Device was discarded as there were no allegations against the device.

Event description:
2024-apr-10: information was received from a patient (pt) regarding an implantable neurostimulator (ins) for failed back surgery syndrome leg/back and spinal pain indications. The reason for call was pt reported having problems with the stimulator from the beginning and stated they are not sure if the therapy ever really worked for them. Agent reviewed rechargeable vs. Non rechargeable implant. Pt stated they would have chose the non rechargeable implant but was never given that option. Pt stated they have surgery scheduled in 6 days for the new implant. The patient was redirected to their healthcare provider/ rep for replacement and therapy issues. 2024-may-01: additional information was received from the patient. They reported that they hated sitting for two hours to recharge the device. The device was replaced with a non-rechargeable device by the healthcare provider (hcp). The device status is unknown. Rep was present at the replacement. Patient met with another rep for post-op.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.